Manufacturer narrative:
The device was in use for treatment. The lead remained implanted for approximately 14 years, 8 months. The ventricular lead was capped and not returned to perform an analysis. As a result, the allegations against the lead (insulation breakage) cannot be confirmed. Potential causes of lead insulation breakage include the following: physician uses subclavian venipuncture technique near the subclavian muscle and costoclavicular ligament, suturing of the lead without ligature sleeve, inadvertently damage during pocket closure, loading forces during implantation or surface nicks and cuts in tubing due to operator error. Final qa inspection of the lead includes 100 percent inspection for the following: lead length, distal spacing, pull test, electrical measurement in ohms for tip -pin, ring -ring and pin -ring, pull test, "d" dimensions (is-1 connectors) and tubing inspection. In addition, the first and last serial numbers of the work order have an insertion/withdrawal test on is-1 connector. The IFU cautions the user to help prevent damage to the lead insulation and coil conductor, the suture sleeve must be used to secure the lead, do not tie a ligature directly to the lead body. In addition, when subclavian venipuncture is used for endocardial lead introduction "extremely medial" insertion of a lead and/or "anatomic abnormalities" this may contribute to conductor fracture. Precaution: when selecting the subclavian approach, it is suggested that the lead be introduced laterally from the site where the clavicle and the first rib meet, thus preventing lead body crush and potential premature lead failure. The instructions for use (IFU) informs the user of the following: leads may fail to function for a variety of causes, including but not limited to medical complications , body rejection phenomenon, allergic reaction, fibrotic tissue, or far lure of lead by breakage, fracture, or by breach of their insulation covering. In addition despite the exercise of all due care in design, component selection, manufacture and testing prior to sale, leads may be damaged before, during, or after insertion by improper handling, use, placement or by other intervening acts. In addition, possible complications may be encountered with the use of endocardial or epicardial leads. Intermittent or continuous loss of pacing or sensing may be produced by such factors as displacement of the electrode. Unsatisfactory electrode position. Breakage of the conductor or it's insulation. An increase in thresholds, or poor electrical connection to the pulse generator.

Event description:
The customer reported that the right ventricular lead was capped due to a break in the lead insulation. There was a decrease in impedance measurements to below 300 ohms and increased thresholds. In addition, the patient was experiencing pectoral stimulation with pacing. There was no report of any adverse patient effects from this event.